Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Pt stated they needed their ins removed for various purposes. Pt clarified they had problems with the ins since day one: pt said theins never worked correctly and pt was now having pain, incontinence and spinal problems (pt said those also had been happening since day one). Pt was already looking into working with a doctor to have the ins removed (pt had not yet found a surgeon to remove device).